Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One 6fr angio-seal vip device was received for product evaluation. All accessory components were returned for evaluation. Visual inspection revealed that the bypass tube was found protecting the anchor of the carrier tube assembly at its correct manufacturing location. A slight kink was identified at the proximal portion of the manufactured slit in the carrier tube. There was no damage noted to the bypass tube. There were no signs of damage or deformation noted on the hemostasis sheath, locator and guidewire. No other visual anomalies were noted with the device. Dimensional testing was performed, the outer diameter of the carrier tube was measured to be 0.080'' which was within the specification of 0.080''. The inner diameter of the bypass tube at the distal end was measured and found to be 0.109" which was within the specification of 0.109" +0.002/-0.003. The hemostasis sheath cap hole ID was measured to be 0.145'' which was within the specification of 0.145 +/- 0.002. All measurements were found to be within manufacturer specifications. Functional testing was performed, and the returned carrier tube assembly was inserted into the hub of the sheath and advanced all the way in, click sound was heard. The anchor and the tip of the carrier tube assembly could be seen at the distal tip of the sheath. The device sleeve was manually moved to the rear lock position, and the anchor posted at the distal tip of the sheath. The digital force was applied to the anchor, suture unspooled, and device deployed as intended. There were no functional anomalies noted. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the involved angio-seal device could not be inserted into the insertion sheath. The device was not used and was replaced with another angio-seal device from a different lot to continue the procedure. Hemostasis was successfully achieved by the second device. The estimated blood loss was less than 250cc. There was no health damage to the patient. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There were no other devices or equipment used with the reported product.